Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain in my stomach') and device breakage ('I have undergone an operation to remove them, a part of one remains in the uterus because the removal is incomplete') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), vision blurred ("blurred vision"), headache ("headaches"), tendonitis ("tendonitis"), arthralgia ("knee pain"), genital haemorrhage ("abnormal bleeding"), abdominal pain upper ("stomach pain"), fatigue ("chronic fatigue"), micturition disorder ("voiding disorders"), abdominal distension ("swollen stomach"), poor peripheral circulation ("blood circulation problem "), hyperhidrosis ("excessive sweating"), disturbance in attention (" trouble concentrating"), dry eye ("dry eyes"), peripheral coldness ("cold feet"), constipation ("constipation"), neck pain ("neck pain"), dizziness ("dizziness") and complication of device removal ("I have undergone an operation to remove them, a part of one remains in the uterus because the removal is incomplete"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, vision blurred, headache, tendonitis, arthralgia, genital haemorrhage, abdominal pain upper, fatigue, micturition disorder, abdominal distension, poor peripheral circulation, hyperhidrosis, disturbance in attention, dry eye, peripheral coldness, constipation, neck pain and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, arthralgia, back pain, complication of device removal, constipation, device breakage, disturbance in attention, dizziness, dry eye, fatigue, genital haemorrhage, headache, hyperhidrosis, micturition disorder, neck pain, peripheral coldness, poor peripheral circulation, tendonitis and vision blurred to be related to essure. The reporter commented: the patient have undergone an operation to remove them, a part of one remains in the uterus because the removal is incomplete. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain in my stomach') and device breakage ('I have undergone an operation to remove them, a part of one remains in the uterus because the removal is incomplete') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), vision blurred ("blurred vision"), headache ("headaches"), tendonitis ("tendonitis"), arthralgia ("knee pain"), genital haemorrhage ("abnormal bleeding"), abdominal pain upper ("stomach pain"), fatigue ("chronic fatigue"), micturition disorder ("voiding disorders"), abdominal distension ("swollen stomach"), poor peripheral circulation ("blood circulation problem "), hyperhidrosis ("excessive sweating"), disturbance in attention (" trouble concentrating"), dry eye ("dry eyes"), peripheral coldness ("cold feet"), constipation ("constipation"), neck pain ("neck pain"), dizziness ("dizziness") and complication of device removal ("I have undergone an operation to remove them, a part of one remains in the uterus because the removal is incomplete"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, vision blurred, headache, tendonitis, arthralgia, genital haemorrhage, abdominal pain upper, fatigue, micturition disorder, abdominal distension, poor peripheral circulation, hyperhidrosis, disturbance in attention, dry eye, peripheral coldness, constipation, neck pain and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, arthralgia, back pain, complication of device removal, constipation, device breakage, disturbance in attention, dizziness, dry eye, fatigue, genital haemorrhage, headache, hyperhidrosis, micturition disorder, neck pain, peripheral coldness, poor peripheral circulation, tendonitis and vision blurred to be related to essure. The reporter commented: the patient have undergone an operation to remove them, a part of one remains in the uterus because the removal is incomplete. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.